Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed critical pump error. The customer¿s blood glucose level was unknown. It also stated that the customer did not received critical pump error image on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error due to moisture damage on electronic assembly.